Event description:
The affiliate reported that the evd was flowing freely into the drip chamber but not into the collection bag with no visible obstructions. (B)(6) affiliate confirmed that only the system was changed. Catheter was left in place. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a serious injury

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a serious injury upon completion of the investigation, the eds was irrigated with purified water, no obstruction was noted, and dripped in to the bag. A leak was noted at the top of the drip chamber. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as no lot number was given. The root cause of the problem reported by the customer could not be determined. Trends are being monitored and a CAPA-has been opened. At the present time this complaint is considered closed.